Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, air got into the tubing forming bubbles on unspecified number of devices. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-feb-2025. Investigation summary: bd received seven photos and one sample for investigation. The customer photos depict a device with air bubbles in the tubing. Additionally, the customer sample was visually inspected and failed testing due to air bubbles in the tubing. Also, 30 retained samples underwent functional tests to assess the functionality of the device. All of these samples passed the tests, exhibiting no signs of damage, air bubbles, or leakage during use. Furthermore, these samples were tested for proper activation and all passed, showing no retraction defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, air got into the tubing forming bubbles on unspecified number of devices. No patient impact reported.